Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument fractured and a fragment fell inside the patient. The fragment was retrieved during the same procedure. At the time the event occurred, the surgeon was performing separation. No additional surgical procedure was required to remove the fragment and no post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically with a backup harmonic ace instrument. The patient has not returned to the hospital due to experiencing any post-surgical complications.

Manufacturer narrative:
The harmonic ace instrument has not been received a for failure analysis evaluation. A review of an image provided by the customer shows a harmonic ace instrument with a broken blade.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument was received and failure analysis found the instrument to have a completely broken blade. A missing piece approximately 0.5695" x 0.0765" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.